Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was alarmed for insulin pump would not exit the preparing to prime. The customer¿s blood glucose level was 100 mg/dl. Customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.